Manufacturer narrative:
Concomitant medical products: d154awg ICD, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for right ventricular (rv) lead defibrillation impedance and right atrial (ra) lead impedance above the set range. It was also noted that there was possible non-capture on both the rv and ra leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.